Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding from 2 different boxes of bd ultra fine nano, they clog during flow check. Awaiting sample. Reviewed non patient end caller did not want to listen. Dc lot # unknown no longer has boxes and tabs. Catalog#. Date of event unknown . Sample status awaiting sample. Replacement sending to pharmacy.